Event description:
This was the first coil to be implanted into the aneurysm. The physician had positioned the coil within the aneurysm and attempted to detach the coil unsuccessfully. The coil was withdrawn into the microcatheter and the microcatheter was repositioned slightly. As the coil was being reintroduced into the aneurysm it prematurely detached. A portion of the coil was protruding into the parent vessel so it was removed using a snare device. The aneurysm was successfully embolized with other coils and there was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned for analysis, no anomalies were noted at the proximal contact joint. Examination of the distal end of the delivery wire found that the detachment area was intact, which indicates that the coil had been detached via electrolysis. The delivery wire was also noted to be kinked. The directions for use state: "warning: damaged delivery wires may cause detachment failures, vessel injury or unpredictable distal tip response during coil deployment." The delivery wire could get kinked in any stage during the procedure. This subsequently could have contributed to the detachment difficulties encountered during the procedure and the coil protrusion. Therefore, operational context is the most likely cause for the reported event.

Event description:
This was the first coil to be implanted into the aneurysm. The physician had positioned the coil within the aneurysm and attempted to detach the coil unsuccessfully. The coil was withdrawn into the microcatheter and the microcatheter was repositioned slightly. As the coil was being reintroduced into the aneurysm it prematurely detached. A portion of the coil was protruding into the parent vessel, so it was removed using a snare device. The aneurysm was successfully embolized with other coils and there was no reported clinical consequence to the patient.